Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During smart lock surgery, a locking screw could not be inserted to the locking hole of the smart lock plate. The hole was the distal center hole. The surgeon tried to other locking screw to the hole, but it also could not be inserted. The surgeon decided to not insert screw to the hole and finished the surgery.

Event description:
During smart lock surgery, a locking screw could not be inserted to the locking hole of the smart lock plate. The hole was the distal center hole. The surgeon tried to other locking screw to the hole, but it also could not be inserted. The surgeon decided to not insert screw to the hole and finished the surgery.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported incident could not be confirmed in particular, since the device was not returned for evaluation. Based on the related investigation of the screws, the reported incident could be confirmed. The device was not returned and therefore it could not be inspected. The visual investigation of the related locking screw indicate the locking threads being deformed by friction with the plate¿s¿ lip. Furthermore, at one of the screws (B)(4) friction traces at the bottom of the screw head are visible, resulted by the contact between plate and screw. However, the cross recesses suggest that not enough torque has been applied. The insertion torque of a locking screw can show high variation, as it is influenced e.g. By the bone density, the insertion angle, the plate's' contact to the bone, the screw length, and the relative position of the cortex to the screw during final tightening. Based on the related investigation, the root cause is very likely to be a user related issue. The "matrix palmar plate - intraoperative locking issue" was caused by early stop as there 'was no sense of the locking when he fastened the screw'. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for material or manufacturing related problems were not found in this investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Device not returned